Event description:
Event: superior attachment system failed to deploy. Event narrative: the ancure delivery system was inserted, positioned and unjacketed without any problems. When the #2 pull ring was pulled, the superior attachment system failed to deploy. The ancure system was maneuvered within the aorta along with attempted retraction of the superior balloon but the frame would not open. The device was successfully removed without injury to the pt and a second device was successfully implanted.